Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 460 mg/dl. During a system check with tandem technical support (cts), the customer stated that no drops of insulin were visible at the end of the infusion set tubing. Cts walked the customer through loading new supplies. Cts discussed the air removal process when filling the cartridge; customer was not aware of the air removal process. Cts walked the customer through a complete supply change; customer was able to see drops at the end of the tubing and resumed insulin delivery successfully. Customer addressed impacted bg level with a corrective bolus and an insulin pen.